Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps (fbf) instrument involved with this complaint and completed the device evaluation. The instrument was analyzed and found to have a broken grip cable at the distal idler pulley. The distal idler pulley spun freely and did not exhibit any damage. The instrument was also found to have a bipolar conductor wire broken at the yaw pulley. There was no damage to the conductor wire insulation and no thermal damage was found. No missing material was observed. The instrument was found to have charring and localized melting at the grip base. There were various scratch marks with light material removed on the main tube. The scratch marks were 0.038¿ - 0.168" in length and were not aligned with the tube axis.

Event description:
It was reported that during central processing, the fenestrated bipolar forceps (fbf) instrument wire was observed to have a broken cable. There was no report of patient involvement.